Event description:
It has been reported that during the procedure the handle of this device was defective. Reportedly it would not engage. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.